Manufacturer narrative:
Concomitant products: dtma1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high superior vena cava (svc) impedance, oversensing of non-sustained ventricular tachycardia (vt) episodes and a high sensing integrity counter (sic). All alerts were subsequently programmed "off". The lead remains in use. No patient complications have been reported as a result of this event.